Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed to start. The conclusion was that ac/dc converter was defective and replaced. After replacement, the ventilator released for clinical use in a proper working condition. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).